Manufacturer narrative:
The customer reported leaking, failing, or rupturing in the sets and returned 3 used sets of material 2426-0007 and lot 23089161. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The samples were then infused with water by gravity, and leaks were found in 2 of the 3 samples. The first sample tested had no observed issues. The other 2 samples had the same failure, leakage from hole in the silicon of upper fitment of the pump segment. The complaint of leakage is confirmed. The manufacturing facility found the root cause for the rupture in the silicon pumping segment to be unrelated to the manufacturing process. A quality alert was issued on 5dec2023 to be aware of the impact of this failure and to reinforce the work instructions. The root cause with this type of failure is potentially related to the use of the sets. There is a possible failure mode for improper loading of the pumping segment, we strongly recommend carefully loading the top blue clip into the pump first and then the bottom. Device history record review for model 2426-0007, lot number 23089161 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
Event date provided and updated to 10/23/2023.

Event description:
Event date provided: material#: 2426-0007. Batch#: 23089161. It was reported by the customer that they had multiple patient care events reported over the last three days. The reports identify leaking, failing, or rupturing as the cause. This lot was pulled yesterday from floors and distribution and replaced with a different lot number. Verbatim: xxx has had multiple patient care events reported over the last three days for the bd part listed below: the reports identify leaking, failing, or rupturing as the cause. This lot was pulled yesterday from floors and distribution and replaced with a different lot number. Please escalate this pir to your sr. Product manager for complete visibility so this can be addressed asap and reply all to this email, once you¿ve filed the report. Attached are photos showing the exact place that the tubing failed, and xxx with risk management has the affected sets in his possession, that I will pick up tomorrow. St admin alaris pmp infs 20gtt 26ml prim capcty 127in ndl-fr vlvx3 chk vlv strl core #137632 bd part #2426-0007 lot # 10-23089161 response received on 10-nov-2023. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming?: yes, the tubing was connected and being used on the alaris pump. The pump erred with a ¿check the line¿ error message. The staff discovered that the line was leaking when they opened the door. The medication had been running and it is unknown how much medication was leaked. Was there any adverse event or serious injury reported?: yes, the patient had been very unstable and the medication was crucial to sustain her. She experienced her first code as the staff were providing emergent medication and changing lines. What was the medication/fluid in use at the time of the event?: levophed. Please use the attached fedex label to return the sample for investigation. Product has been returned. Response received on 15-nov-2023. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? The tubing was attached to the patient. The pump alarmed check channel twice. The rn tried to transfer levophed tubing to a different channel and found levophed tubing was leaking. Neo was given per md at the bedside. Pt map rapidly dropped to 48, new tubing restarted, at this time levophed infusing at 200 mcg/min per md order. The patient became pulseless and CPR was started. Was there any adverse event or serious injury reported? Death what was the medication/fluid in use at the time of the event? Levophed (norepinephrine) is a vasoconstrictor, similar to adrenaline, used to treat life-threatening low blood pressure (hypotension) that can occur with certain medical conditions or surgical procedures. Please use the attached fedex label to return the sample for investigation.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: xxx has had multiple patient care events reported over the last three days for the bd part listed below: the reports identify leaking, failing, or rupturing as the cause. This lot was pulled yesterday from floors and distribution and replaced with a different lot number. Please escalate this pir to your sr. Product manager for complete visibility so this can be addressed asap and reply all to this email, once you¿ve filed the report. Attached are photos showing the exact place that the tubing failed, and xxx with risk management has the affected sets in his possession, that I will pick up tomorrow. St admin alaris pmp infs 20gtt 26ml prim capcty 127in ndl-fr vlvx3 chk vlv strl core #(B)(4) bd part #2426-0007 lot # 10-23089161 response received on 10-nov-2023. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes, the tubing was connected and being used on the alaris pump. The pump erred with a ¿check the line¿ error message. The staff discovered that the line was leaking when they opened the door. The medication had been running and it is unknown how much medication was leaked. Was there any adverse event or serious injury reported? Yes, the patient had been very unstable and the medication was crucial to sustain her. She experienced her first code as the staff were providing emergent medication and changing lines what was the medication/fluid in use at the time of the event? A)levophed. Response received on 15-nov-2023. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? The tubing was attached to the patient. The pump alarmed check channel twice. The rn tried to transfer levophed tubing to a different channel and found levophed tubing was leaking. Neo was given per md at the bedside. Pt map rapidly dropped to 48, new tubing restarted, at this time levophed infusing at 200 mcg/min per md order. The patient became pulseless and CPR was started. Was there any adverse event or serious injury reported? Death. What was the medication/fluid in use at the time of the event? Levophed (norepinephrine) is a vasoconstrictor, similar to adrenaline, used to treat life-threatening low blood pressure (hypotension) that can occur with certain medical conditions or surgical procedures.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.